Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed threshold suspend when the sensor was at 40 and the blood sugar was at 87 mg/dl. Troubleshooting was performed and nothing is returning.